Event description:
A malfunction code "malf 12" was reported, but there were no notable events prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support provided instructions for resetting the pump, which successfully resolved the issue, and the customer continued using the pump without any recurrence of the malfunction code. The customer was advised to contact technical support if the issue reoccurred, and they acknowledged understanding this guidance.